Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Event description:
It was reported that the nkv-330 ventilator blower was making a loud noise during patient use. The ventilator continued ventilating the patient, and the patient was placed on another ventilator. There was no patient harm or injury. Biomed confirmed that the fan motor sound was loud.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.